Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during dwell 3/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set became disconnected from the patient line of the homechoice set an unknown reason. Baxter's technical service center assisted the home patient in ending the therapy early. Therapy was completed by setting up with a new cassette and respiking the same supply bags. No patient injury or medical intervention was associated with this incident per the home patient.